Manufacturer narrative:
Analysis was normal. No anomaly was found. (B)(4)

Event description:
It was reported that during follow up, loss of sensing was observed. Other values were ok. The lead was replaced. Patient condition before and after procedure was ok.